Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received indicating this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out-of-range right ventricular (rv) lead pace impedance measurement. High measurements continued to be observed over the following years and remain out-of-range but stable; high pacing thresholds were also noted. As such, the physician plans to continue monitoring the patient with increased follow-up. No adverse patient effects were reported. This system remains in service.